Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to the prime/fill anomaly. The pump passed the displacement test. The pump had a cracked case at the display window corner on the upper right corner and missing end cap sticker.

Event description:
It was reported that the customer was taken to the hospital by the paramedics for high blood glucose over 700 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The caller requested to have the insulin pump replaced. No further information was provided.